Manufacturer narrative:
Follow-up #1: date of submission 05/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: during investigation, the pump emitted a cs 006 alarm at startup. The pump was opened and there was no physical damage found to the eeprom. A test code downloader tool application was used to upload test code to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 0006 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.